Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnet ventricular electrogram (egm) appeared to show questionable capture. The patient was brought in to the clinic, whereupon stable and expected values for threshold, impedances, and sensing were found. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.